Event description:
It was reported by our japan affiliate that the patient passed away 18 days post tavr procedure due to cerebral infarction. A 23mm sapien xt valve was successfully implanted via a transfemoral approach. After the procedure, warfarin and aspirin were orally administered. On post operative day (pod) 3, the patient was discharged. It was reported that the ejection fraction was 80.7%, the pt- inr was 1.7, no thrombus was noted and there were no problems with valve function. On pod 15, right hemiparesis and aphasia were observed and the patient was admitted to another hospital. The next day, the patient was transferred back to the tavr hospital with no changes in right hemiparesis and aphasia. The level of consciousness was assessed as 100 based on japan coma scale, which was the status of ¿responds to avoid stimulus¿. CT showed infarction in the wide area of the left middle cerebral artery. The pt-inr was 1.8 and tee showed no thrombus. On pod18, the patient passed away due to cerebral infarction (increased cerebral edema and cerebral herniation). Echo showed no issue of the valve before the death. Autopsy was performed but there were no remarkable findings. The operator thought the stroke may have resulted from thrombus due to atrial fibrillation. The death was considered to have no relationship with the sapien xt valve.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case the exact cause of the cerebral infarction could not be confirmed. However, patient factors such as advanced age, female gender, history of diabetes, and history of atrial fibrillation may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.